Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, silicone migration.

Event description:
Patient reported a right side rupture. Healthcare professional later reported rupture confirmed via ultrasound, "snowstorm shading", "simple cyst", and "right axilla lymph nodes contain silicone". Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported a right side rupture. Healthcare professional later reported rupture confirmed via ultrasound, "snowstorm shading", "simple cyst", and "right axilla lymph nodes contain silicone". Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5.

Event description:
Patient reported a right side rupture. Healthcare professional later reported rupture confirmed via ultrasound, "snowstorm shading", "simple cyst", and "right axilla lymph nodes contain silicone". Device has been explanted and replaced with a non-abbvie device.